Event description:
The facility stated a silicone lens model aq2003v was defective upon receipt. It was indicated that there was some loose debris on the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.